Manufacturer narrative:
Follow-up from 29-aug-2016: follow-up attempts were completed, with no response to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure it came out in pieces. This event, interpreted as device breakage, is anticipated according to the technical analysis. In the present case, during insertion procedure, the essure did not load properly once inside the patient and when the physician removed it, it came out in pieces. Since the device breakage occurred during insertion procedure, a causal relationship with essure procedure cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. The outcome of the technical investigation resulted in an unconfirmed quality defect. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a nurse in united states on 08-apr-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016, lot number d06933 (expiration date 28-sep-2017). The nurse from a physicians office contacted the company and requested a essure replacement unit because the essure did not load properly once inside the patients os and when the physician removed it, it came out in pieces. Patient only had one essure placed, on the left side. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure it came out in pieces. This event, interpreted as device breakage, is unlisted in the reference safety information for essure. In the present case, during insertion procedure, the essure did not load properly once inside the patients os and when the physician removed it, it came out in pieces. Since the device breakage occurred during insertion procedure, a causal relationship with essure procedure cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow-up received on 23-may-2016: quality safety evaluation of ptc. This case refers to a product technical complaint (ptc). Ptc global number: (B)(4). (B)(4). As of may 18, 2016, the responsible quality unit (rqu) has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. Usability issues (uls) are typically acts that lead to a different result than expected by the user. Examples include, but are not limited to, handling errors, deviations from the instructions for use, non-product related anatomical issues, or other customer satisfaction issues. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure it came out in pieces. This event, interpreted as device breakage, is anticipated according to the technical analysis. In the present case, during insertion procedure, the essure did not load properly once inside the patient and when the physician removed it, it came out in pieces. Since the device breakage occurred during insertion procedure, a causal relationship with essure procedure cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. The outcome of the technical investigation resulted in an unconfirmed quality defect. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.